Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main drawer had failed and required maintenance. The field service engineer (fse) had cleared debris from the back and under the pockets, tested the unit, and confirmed that it had recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device required maintenance. Device in the labor and delivery unit experienced repeated failures involving drawer aa4a, the main 2.1 half, and several other drawers. Multiple drawers failed with the message indicating that the device was not detected on the bus. This issue occurred several times on the unit, affecting normal access to the drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.